Manufacturer narrative:
Systolic anterior motion of the mitral valve may occur after mitral valve annuloplasty. It is typically due to redundant native leaflet tissue and may result in left ventricular outflow obstruction after mitral valve repair. This may require additional leaflet resection or a mitral valve replacement. The device was not returned for evaluation, as it is unavailable for return per follow-up with hospital. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number (B)(4).

Event description:
It was reported via patient registry that a 38mm mitral ring was explanted and replaced with a 6900ptfx 33mm on pod #9 due to systolic anterior motion and severe regurgitation. Patient was discharged home in stable condition on pod #4. Per medical records, at the conclusion of the initial mv repair, no residual mr was noted and ventricular function looked excellent. Post-op echo showed residual mr and there was concern for leak outside of the ring. A follow-up tee showed no leak, but moderate mr. It was decided to bring the patient back to or. During the redo-mvr, upon re-exposing the mitral valve, it was confirmed that p2 was high relative to p3 and the cleft was closed. A neo-cord was also placed to a1 which was prolapsing somewhat. After initially coming off and the surgeon was happy with repair and closed the thoracotomy wound and decannulated the patient. Upon re-checking the echo after some inotropic support was pushed for a protamine sag, it was found that the patient had severe systolic anterior motion of the mitral valve with severe mr. The thoracotomy incision was re-opened and the mitral valve was replaced. The valve seated nicely and was functioning well. The heart looked good. The patient transferred to the ctru in stable condition. Post-operatively patient developed a-fib. As reported, a deficiency in the ring was alleged. No concomitant CABG was performed. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative updated h6 per new information received.